Event description:
The following was reported to gore: on (B)(6) 2024, a patient underwent a thoracoabdominal branch endoprosthesis (tambe) procedure. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were used for branch devices. As reported, the procedure went well with technical success. On (B)(6) 2024, the physician reviewed the post procedure images again and noticed a possible small endoleak. It appeared the device purchase in the superior mesenteric artery (sma) artery may not have been sufficient. On (B)(6) 2024, an intervention was performed. The vbx device was extended with a new 8 x 59 vbx device the intervention had a good outcome and the patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A4: patient weight was requested but not made available. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: the device remains implanted and no images were provided. Therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.